Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The wire of nrg x3 ps tibial insert was pop-up during prosthesis implanted process. The doctor changed to a new one and finished surgery.

Manufacturer narrative:
An event regarding damage involving a scorpio nrg x3 tibial insert #5 12mm was reported. The event was confirmed. Method and results: device evaluation and results: a discussion with the mar group concluded based on a visual inspection with a stereo microscope showed slight deformation where the wire was located. There is also slight deformation at the posterior end of the insert. Medical records received and evaluation: not performed as no medical records were returned. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the likely cause of the locking wire disengaged from the implant was by the surgeon not properly seating the insert properly into the tibial baseplate. During a discussion with the mar group they concluded on a visual inspection with a stereo microscope showed slight deformation where the wire was located. There is also slight deformation at the posterior end of the insert.

Event description:
The wire of nrg x3 ps tibial insert was pop-up during prosthesis implanted process. The doctor changed to a new one and finished surgery.